Event description:
Customer reportedly received results of 380 mg/dl and 70 mg/dl within 10 minutes on the active system. Low blood glucose symptoms were reported with these results for which the customer was able to self treat. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.